Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding an implantable neurostimulator for the treatment of bladder issues. It was reported that  they were pretty sure the ins battery needed to be changed because they could tell when the therapy was on and when it was off, and they started to notice their symptoms again. Patient services asked the patient when they'd felt like the therapy had reached its end of life and the patient stated it had been probably "a couple of weeks or a month or so." The patient stated it had been "awhile." The patient stated they had called to make an appointment with their managing health care provider (hcp) dr. Good, but they were told that the healthcare provider was no longer practicing. The patient stated they didn't even get a letter informing them that their healthcare provider had quit practicing. Patient services offered to send the patient physician listings for their area and the patient provided their email address but stated they preferred a gynecologist to take care of them and not a urologist. Patient services reviewed the list was not all-inclusive but that the patient could look at the selections on the list and choose the hcp they wished to follow up with. Patient services sent the patient physician listings at the patient's request. The patient was going to follow up with an hcp to discuss next steps. No further actions were taken by patient services.